Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10: fitmore, shell with screw cones, uncemented, 54/jj, item#: 0100024554, lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00235. The insert was returned for investigation, however no shell was received. The insert shows some small scratches and nicks both on the articulating surface and the non-articulating surface. The flat rim of the insert shows some deep scratches. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. An undated x-ray showing an ap view of the left hip was received, but does not provide additional information for the investigation. With the available information a definitive root cause cannot be establish. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the insert did not fit into the cup during the hip implantation. The surgery was completed with another insert without any complication. Due diligence is in progress for this complaint. To date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Associated products: fitmore, shell with screw cones, uncemented, 54/jj, item# 0100024554 , lot# 3129646 fitmore, hip stem, uncemented, b/7, taper 12/14, item# 0100551207 , lot# 3120204 biolox delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, item# 00877503602, lot# 3130986. Foreign - " italy". Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.